Event description:
The technician alleged bed exit would flash and ring at the nursing station but not make any sound at the bed. No pt impact.

Manufacturer narrative:
The technician found a loose wire to the piezo alarm circuit board. The technician reconnected the wire to the piezo alarm circuit board to resolve the issue.